Event description:
This complaint is being reported as a malfunction due the alleged overheating issue with the battery on the animas product. The reporter claimed that the lithium only lasts for several hours. The patient replaced the battery for several days but the issue was not resolved. In addition, during the battery replacement the battery was warm to touch. There was no adverse event associated with the reported issue.

Manufacturer narrative:
Follow-up # 1 date of submission 06/24/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/27/2011 with the following findings: the battery was note returned with the pump for investigation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The battery cap and compartment were found to be intact, with no physical damage or signs of moisture ingress observed. The pump was exercised for 24 hours with no evidence of overheating and no alarms. A review of the pump history indicated that "replace battery" alarms had occurred which could not be duplicated during testing.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time.